Event description:
International customer reported that a patient underwent an uneventful hiatal hernia repair with mesh implant. The patient developed clinical symptoms consistent with bacterial sepsis three days post procedure. Antibiotics were prescribed. The patient expired the following day, due to a multiple organ failure due to generalized sepsis. No autopsy was performed.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.